Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient experienced a tape-adhesion issue with the infusion set on (B)(6) 2026. The patient stated that the tape was not sticking and that the infusion set fell off without an apparent reason. No further information available.